Event description:
The pt has two systems: one for peripheral nerve stimulation (off-label) and the other is a scs system. It was reported the pt's pns system was removed. The pt reported she had stimulation in the right area but did not get adequate pain relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.